Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and a33 and no delivery tests. No unexpected low reservoir alarm or excessive "no delivery" error alarm noted. Unit was programmed with multiple boluses and basal rates and monitored. The daily totals matched the daily totals in daily totals screen. No delivery anomaly noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump may be over delivering insulin to his body. Customer indicated that the daily bolus amounts do not add up to what he delivers. Customer's blood glucose was 92 mg/dl at the time of the phone call. Troubleshooting found that the pump passed the displacement test but customer indicated that he was not comfortable with the pump. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.